Event description:
In 2007, the hospital emergency room physician stated that the pt arrived at the emergency room in diabetic ketoacidosis (dka) on the same day. During troubleshooting, after disconnecting the infusion device from the pt, the physician conveyed that the infusion device was in stop mode at that moment and the low battery symbol was displayed. He did not report an alert or error related to the battery. He replaced the battery and followed the startup procedure. He then reviewed the insulin delivery and alarm histories in the infusion device. The physician gleaned info that he intended to provide to the hosp endocrinologist, which indicated that the infusion device was functioning mechanically. However, he provided little feedback during troubleshooting. He provided no additional facts, but he noted that the pt was a teenager and was uncooperative. He stated that "the pump appears to be working, but, if the pt drinks can of coke, it won't matter". The following month, the pt was contacted and stated that he "was sick and had ketones", but he did not remember anything else about the incident. When asked about his therapy in the hospital, he stated that they gave him an IV drip, but did not convey anything else. He was released from the hospital four days earlier and stated that he was feeling fine at the time of the call. The following month, the pt's mother stated that her son got sick with what she described as "possible stomach flu" and she believed that the illness triggered the event. She stated that his blood glucose values before and after the event "were better than they have ever been". She believed the infusion device has been functioning correctly. Attempts to contact the pt's mother to request that the product be returned for eval have been unsuccessful. Add'l attempts to contact the pt's mother are ongoing.